Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the instrument was engaged with the reload and the return knobs were advanced to the 30 mark. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly retracted to the 3cm cut line. Flush to sub flush staple pushers relative to the staple cartridge were observed on the distal end of the cartridge surface. Further engineering evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the flush to sub flush staple pushers may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (B)(6).

Event description:
According to the reporter, during an open appendectomy, the surgeon fired the device with articulating the jaws. After the fire, the black return knob could not be returned completely. As the firing was completed, the jaws were removed from the tissue without damaging it. Some staples were not placed properly to the tissue; therefore, surgeon over sewed the staple line manually. No reinforcement material was used.